Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus. Customer's blood glucose was 459 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.